Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous follow-up report section h10 was incorrectly captured, it should have been reported as: the manufacturer previously received information alleging ventilator inoperative condition occurred related to a ventilator's sound abatement foam.there was no report of serious patient harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center on 10/10/2022 for further evaluation. The device was evaluated on 11/14/2022. There was no mention of visual findings to the external part of the device. The internal findings observed are found some tobacco contamination mostly in the machine flow sensor and the tubing is discolored, blower has tobacco odor.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging ventilator inoperative condition occurred related to a ventilator's sound abatement foam.there was no report of serious patient harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center on 10/10/2022 for further evaluation. The device was evaluated on 11/14/2022. There was no mention of visual findings to the external part of the device. The internal findings observed are found some tobacco contamination mostly in the machine flow sensor and the tubing is discolored, blower has tobacco odor.

Manufacturer narrative:
A report was previously submitted with the incorrect MDR number 2581422-2022-80780. Acknowledgment was received on indicating successful submission. The correct MDR number is 2518422-2022-80780.